Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, weak battery and failed battery. Customer cannot recall their blood glucose reading. Customer was using (B)(6) aaa. Customer used new battery, but the display did not return. Customer states that the battery compartment is corroded. Insulin pump was returned for analysis.

Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify weak battery alarm, failed battery test, unexpected restart error test due to blank display.